Event description:
Info received indicates that during testing, the tubing is leaking from the white pointy end at the top where the tubing goes into.

Manufacturer narrative:
Product was not returned. DHR was reviewed for lot number cf1207514 and found zero defects for this leak issue.